Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted. (B)(4).

Event description:
The customer reported an led segment is missing on the display and sometimes the device shows higher spco values than usual. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated which included functional testing. The device was received without batteries. The device was turned on using stock batteries and an led segment on the led digits did not illuminate. During the operational testing the unit provided both audible and visual alarms and passed simulation testing by providing accurate measurements. An internal inspection of the device was conducted and the unit was confirmed to have one segment in the led component that did not pass voltage specification. One instrument board led segment in component failed, resulting in one display segment being blank. A service history record review reveals that this unit was in the field for over eleven (11) months with no previous reported issues related to this reported event. Initial reporter zip code exceeded maximum allowable digits, zip code is as follows: (B)(6).

Event description:
The customer reported an led segment is missing on the display and sometimes the device shows higher spco values than usual. No patient impact or consequences were reported.